Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion medically significant), arthralgia ("left hip pain / pain in joints"), pain in extremity ("pain in feet/pain in hands"), aponeurosis contusion ("left heel aponeurosis"), alopecia ("hair loss"), cardiovascular disorder ("sensation of poor blood circulation"), dry eye ("dry eyes"), headache ("violent headaches"), loss of libido ("loss of libido"), menorrhagia ("hemorrhagic menstruation") and gait disturbance ("she almost could not walk anymore") and was found to have heart rate irregular ("altered heart rhythm") and weight increased ("weight gain"). At the time of the report, the abdominal pain lower, heart rate irregular, arthralgia, pain in extremity, aponeurosis contusion, alopecia, weight increased, cardiovascular disorder, dry eye, headache, loss of libido, menorrhagia and gait disturbance outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, aponeurosis contusion, arthralgia, cardiovascular disorder, dry eye, gait disturbance, headache, heart rate irregular, loss of libido, menorrhagia, pain in extremity and weight increased with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.